Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called to report a "whirling" feeling in her chest and that she began receiving red heart and yellow wrench alarms briefly. At this time, the pt thought she felt the pump stopped for a moment. The alarms then self corrected. The pt was advised to come to the hosp where she rec'd no further alarms for over two hrs while being monitored. Subsequently, the vad coordinator reported that the vad had "failed" and the pt was placed on pneumatic support using stroke volume limiter (svl) and ip console. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.